Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected shutting off restarting during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer did state that her hands were wet however. The customer confirmed that the insulin pump had a small crack and may have been bumped. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.